Event description:
During the surgical procedure, the permanent cautery hook instrument was arcing. The planned surgical procedure was completed and no further details were provided. No pt harm, adverse outcome or injury was reported.